Manufacturer narrative:
Updated sku (d4) and investigation information (h6).

Manufacturer narrative:
It was reported that the catheter could not be advanced over the guidewire. A new device was obtained and used. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Catheter would not advance.